Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy procedure on a canine, it was observed that the small battery drive device had intermittent operation. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device ran intermittently was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit would not operate, the coupling head labeling was worn, the motor was corroded, there was an unknown liquid on the back plate of the electronic control unit (ecu), there was excessive corrosion on the internal sub-assembly¿s components, and the device showed signs of immersion. It was further determined that the device failed pretest for check off/oscillation/on switch mode function. It was determined that the assignable root causes for these conditions was normal wear and improper cleaning. Which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.